Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The electromagnetic interface was returned to the manufacturer for evaluation. Testing found that the unit displayed there was no po wer/leds on the unit. It would connect to the controller but the unit would not allow it to change modes in em testing. The collar/sleeve inside of the lemo connector was missing, resulting in the reported issue. Once a new sleeve was installed, functionality was restored. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the breakout box for the navigation system returned an error message on the system and the emitter did not subsequently function. It was noted that power was not delivered to the breakout box. There was no patient present when this issue was identified. No additional information was provided.